Event description:
The patient was in poor condition following ptca. After insertion of the iab, blood was noticed entering the helium tubing. Since a balloon rupture was suspected, the iab was removed and replaced. There were no patient complications.